Manufacturer narrative:
The dialyzer was discarded and not available for technical evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Reportedly approximately 30 min after treatment start the patient presented with shivering, muscle tension and increased body temperature when using a polyflux 170h dialyzer. The patient received medication (avil, hydrocortisone, perfalgan and saline) for the event. No additional information is available.